Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported defective keypad which was reproduced as the keypad working intermittently. The cause was determined to be failed keypad. The keypad was replaced to correct this condition. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a no audio condition. Service evaluation verified the no audio condition. The cause was identified to be a failed rear case which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had a defective keypad. There was no patient involvement. No additional information is available.